Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the nurse had allowed a large volume of water to enter the vent filter, which appears to have traveled into the pump motor. As a result, the pump rate had dropped to 42 bpm. The physician contacted the manufacturer and it was suggested to place the pt on pneumatic back up using a stroke volume limiter (svl) and drive console for 24 hours. The hospital attempted to restart electrical actuation the pump started. The pump is currently running into auto mode providing a flow of >7.0 liters per minute. The pt remains stable and on lvad support.